Manufacturer narrative:
Block h6: supplemental report #2 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #2 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to correct entry errors made in the initial report.

Manufacturer narrative:
Internal reference: 218340 entry error: product code rather than common device name was entered in this field. Entry error: catalog number was inadvertently omitted from this field. Entry error: internal reference was entered as 218239 rather than 218340. This report corrects the aforementioned entry errors. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure, inside the body advancing to the lesion, the manufacture's catheter device image disappeared. By report, there was no patient injury and no status decline. No intervention was required to prevent injury. No resistance was encountered. No physical damage was observed to the manufacture's device. The device was visually and microscopically inspected and damage was observed. The adhesive at the proximal fillet was lifted and it could not be determined if all pieces are intact. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because adhesive was missing from the device and it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.